Event description:
A discordant, false negative low volume human chorionic gonadotropin (lhcg) result was obtained on one patient sample on a dimension xpand with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was rerun on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative lhcg result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument data and after evaluation, instructed the customer to replace and align the sample probe. The ccc also instructed the customer to run precision and determined that the chrome reading was higher on the erroneous result which is consistent with a sample integrity issue. The ccc determined that there was no instrument malfunction during the time of the event. The cause of the discordant lhcg result is unknown. The customer successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.